Manufacturer narrative:
No report of patient involvement. (B)(4) the customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. It was recommended to clean the stainless steel weight and seat for the anesthesia gas scavenging system (agss) positive pressure relief. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.